Event description:
Drive devilbiss healthcare was notified of an incident involving a folding commode by the end user's daughter who stated that the detent broke while in use causing the end user to fall forward and hit his head on the bath tub. The end user is currently in the hospital with multiple injuries. Attempts have been made to gather additional information on the specific nature of the injury with no success. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.